Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. One device was found to be affected by shattered bearings. Two devices were found to be affected by nylon fibers in the collet. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device was reportedly leaking. One event had patient involvement; no patient impact. Two events had no patient involvement; no patient impact.